Event description:
Rptr received a phone call regarding a rash rptr's child user developed after their 4th tanning visit. Rptr took user to see a dr and called back to tell rptr the dr said the rash was common and was from either the sanitizer or cleaning solutions or from user's exposure to the ultraviolet light. Tanning exposure 20 mins x 4 sessions.